Event description:
It was reported the programmer is "totally non-functional." The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the device was not functional, the programmer powered up to a blank screen or a system error. As a result pin reconfiguration was completed and software was reloaded to resolve. It was also noted that the electrocardiogram (ECG) connector was loose, the system fan was intermittently noisy and the printer erroneously displayed that it was out of paper.